Event description:
The intralase fs laser was used to create a bilateral corneal flap for lasik surgery in 2006. Two-days postoperatively, the patient presented with grade 3 diffuse lamellar keratitis (dlk) in both eyes. A flap lift and rinse was performed for each eye and the patient was treated with topical steroids. The patient's preoperative best corrected visual acuity (bcva) was 20/20 in both eyes. Postoperative bcva is 20/20 in both eyes. The patient responded to treatment and dlk has resolved. The association between the event and the device is unknown.

Manufacturer narrative:
In 11/06, a field service engineer inspected the laser and performed preventative maintenance. The laser system met specifications upon arrival and departure of visit and performed as intended. An intralase clinical applications specialist (cas) has been in contact with the site throughout december 2006 and january 2007. As part of the investigation, the cas assessed the physician's laser settings, surgical techniques, and sterility processes to determine possible root cause(s). The cas provided the site with recommendations on improving surgical technique and optimizing laser settings. Recommendations were implemented and improvements were observed. Site reported procedures were resumed using all new instruments and solutions and patients have been clear of dlk since.